Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope to perform failure analysis. The endoscope plus 30 degree was analyzed and found that the customer reported issue for "head spins out of control" was confirmed. Attached endoscope adapter (aea) damage or friction issue was found and desiccant container damage or loose desiccant balls were observed. The complaint was confirmed by failure analysis.

Event description:
It was reported that the endoscope plus 30 degree head would spin out of control. There was no report of patient involvement.